Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). The journal article reported a total of 685 over the course of the study. Causes of death have been requested and not received.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Exact dates of death are unknown and is estimated based on the publication date. Referenced article: determinants of all-cause mortality in different age groups in patients with severe systolic left ventricular dysfunction receiving an implantable cardioverter defibrillator (from the italian clinical service multicenter observational project). American journal of cardiology. 2014;113(10):1691-1696. (B)(4).